Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed. One stiffening stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The core wire of the stylet was observed to be broken and the majority of the proximal end of the coiled wire was observed to be unraveled and tangled. The distal end of the coiled wire was observed to not be unraveled. The returned stylet was found to be threaded through a t-lock and the coiled wire on both the proximal and distal ends of the t-lock was observed to be unraveled. A microscopic observation revealed the fracture site of the core wire to be angled and peaked, and linear striations were observed leading up to the peak of the break. The break site of the coiled wire was observed to be mostly flat and distinct, and the distal end of the coiled wire was observed to be very slightly bent while the coils just proximal to the break site were found to remain tightly coiled. The distal end of the stylet was observed to be missing. The observed characteristics of the break sites in the returned stylet are indicative of damage caused by a sharp instrument such as scissors.

Event description:
It was reported that when being removed, the guide wire was suspected of breaking. The catheter was pulled out. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redu1377 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when being removed, the guide wire was suspected of breaking. The catheter was pulled out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged stylet wire was confirmed, but the exact mechanism of damage could not be determined from the photograph that was provided for investigation. The photo showed a stylet that had been removed from a PICC. The red hang tag was present on the stylet wire. It appeared that much of the stylet wire had been removed from the t-lock extension set. The coil wire appeared to be stretched and elongated over the core wire. Potential contributing factors of the observed damage include inadvertent trimming of the stylet wire or retracting the stylet through the t-lock extension set; however, the exact mechanism of damage could not be discerned without the physical sample. A review of the manufacturing records showed no evidence that the damage was associated with the manufacturing process.

Event description:
It was reported that when being removed, the guide wire was suspected of breaking. The catheter was pulled out. No other information was provided.